Event description:
Facility reported del-clamp did not seal completely and fluid leaked out. The pt developed peritonitis one week later. The cultures grew staph coag (-). Pt initially dosed with vancomycin and gentamycin. The pt remains on vancomycin. (The incident occurred sometime the week of april 1st). The sample is not available for examination (discarded by the pt). The lot number is not known.